Event description:
It was reported to tyco healthcare/kendall on january 30, 2007, that a customer had a problem with a dialysis catheter tray. The customer states, during the catheter insertion procedure, someone was stuck with a used scalpel. Spoke with infection control rn, on january 30, 2007. Per rn, the nurse was cleaning up the tray and was aware there was a scalpel on the tray. The nurse picked up the scalpel and it slipped out of her hand and cut her other hand. The nurse is being treated through the hospital's blood borne exposure protocol. Rn states she spoke with the nurse regarding cleaning up the tray and the surgeon regarding not disposing of the scalpel into the sharps container.